Event description:
The healthcare professional reported that during an angioplasty procedure for a stenotic vessel, a balloon catheter was used to pre-dilate the stenotic vessel, it was found that the balloon catheter could not maintain an effective shape. A 4mm x 23mm enterprise 2 stent (encr402312 / 6948543) was delivered to the microcatheter (unspecified brand), but the stent was impeded in the microcatheter and could not be advanced nor withdrawn. After several attempts, the stent was retracted into the introducer sheath, but the stent body was already separated / detached from the delivery wire (the delivery wire was no longer connected to the stent body) and remained in the microcatheter. A new stent was used as replacement and the procedure was completed. There was no report of any patient injury. On (B)(6)2022 , additional information was received. The information indicated that the location of the stenotic vessel was the m1 segment of the left middle cerebral artery. The concomitant microcatheter used was a prowler select plus microcatheter, catalog and lot number are not obtainable. A continuous flush was maintained through the microcatheter. The information indicated that when the stent was removed, the stent body was separated from the delivery wire. There was no damage observed on the microcatheter; the same microcatheter was used with the replacement stent, another 4mm x 23mm enterprise 2 of the same catalog number (encr402312) to complete the procedure. There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone:(B)(6) . The initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that during an angioplasty procedure for a stenotic vessel, a balloon catheter was used to pre-dilate the stenotic vessel, it was found that the balloon catheter could not maintain an effective shape. A 4mm x 23mm enterprise 2 stent (encr402312 / 6948543) was delivered to the microcatheter (unspecified brand), but the stent was impeded in the microcatheter and could not be advanced nor withdrawn. After several attempts, the stent was retracted into the introducer sheath, but the stent body was already separated / detached from the delivery wire (the delivery wire was no longer connected to the stent body) and remained in the microcatheter. A new stent was used as replacement and the procedure was completed. There was no report of any patient injury. On (B)(6)2022 , additional information was received. The information indicated that the location of the stenotic vessel was the m1 segment of the left middle cerebral artery. The concomitant microcatheter used was a prowler select plus microcatheter, catalog and lot number are not obtainable. A continuous flush was maintained through the microcatheter. The information indicated that when the stent was removed, the stent body was separated from the delivery wire. There was no damage observed on the microcatheter; the same microcatheter was used with the replacement stent, another 4mm x 23mm enterprise 2 of the same catalog number (encr402312) to complete the procedure. There was no clinically significant delay in the procedure due to the reported issue. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948543. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.